Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing shortness of breath. The implantable pulse generator (ipg) exhibited early replacement indicator (eri) and was removed and replaced. No further patient complications have been reported as a result of this event.